Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope image disappeared when right angle was activated. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely damage to the charge coupler device (ccd) or breakage of the mounting components (integrated circuit (ic) chip, capacitor, etc.) Of the electric board due to stress, external factors or handling caused the image to disappear. However, a definitive root cause could not be determined. The inspection method for the suggested event1 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.